Manufacturer narrative:
Product ID 97745ac lot# serial# unknown implanted: explanted: product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: 97745ac. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported that about a year ago they noticed they had to charge the controller more frequently and that it was taking longer to charge the controller. Patient stated that they used to be able to get 2 days of charge off of the controller and now they can't get hardly one day off of it. Patient reported that they have to charge their implant every day, and the controller would typically go from 100% to 80% after charging their implant. However, now the controller will deplete all the way down to 50% or even sometimes 40% or 30%. Patient stated the controller seems to be depleting just as quickly as their implant does. Patient stated both their controller and implant are taking longer to charge in general. Patient confirmed they did not make any recent therapy changes on their own. Patient asked agent if their controller battery could be having issues. Agent told patient to monitor their controller charging, and stated to call back in if the issue persists or gets worse. When asked for managing physician, patient stated they do not have one at this time. Patient stated they believe their ac power supply is going bad. Patient stated they have to twist the wire and prop the cord against something in order to get the controller to start charging. Patient clarified they have no issues with charging their implant, just the controller. Patient mentioned they noticed this issue about a month ago. Patient stated they have to charge their implant daily, and they plug the controller into the ac power supply after charging their implant, but when they went to check on the controller to charge the implant again, the controller would be fully depleted. Patient stated over the last month this issue had gotten worse, and they have to wrangle the cord to get it to work. Agent had patient inspect the controller port, and patient confirmed no visible damage. Patient then plugged the controller into the ac power supply. Patient stated they see the green light on the ac power supply, but when patient plugged the controller into the ac power supply on the call, the controller did not turn on or show any green light above the screen. The issue was not resolved. An email was sent to repair to replace the ac power supply cord. When asked for managing physician, patient stated they had an insurance change, so they do not have a doctor. Patient requested physician listings, and agent sent email for listings to patient email.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they were having a lot of problems with their controller and recharger. The patient stated they would go to charge their implant and almost immediately they would get a message saying to recharge the controller or something like that. The patient would go in and the controller would be at 100% and they would rearrange everything and it would charge for a few minutes and then it would cut off and say that the battery was dead. The patient said they would look and the implant was down to 0%. The patient said it was taking forever to charge the implant and they had to charge their implant every 3 days. The patient mentioned that for the first few years they charged the implant every day and used 70% of the battery every day. When asked for the event date, patient said that it had been going on for probably close to two years now. The patient then said that the last time they saw a manufacturer representative (rep) they told the representative that it was ruining their life and the representative showed the patient how to turn off the stimulation so they could extend their time using the implant. The patient noted that they wanted to do some hiking but with having to charge everyday and having to recharge their charger they couldn't do nothing and they were tied to being on electricity forever. Agent instructed patient to check for visible damage; patient confirmed no visible damage to the recharger, controller compartment pins and controller port. The patient commented the li battery pack was cracked, the li battery pack was swollen and they can see inside the li battery pack. Agent reviewed role of manufacturer representative (rep) and provided patient the nas number for healthcare provider (hcp) to call. The issue was not resolved. A request was sent to repair to replace the li battery pack.